Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received. This MDR was submitted on (B)(4) 2010; however, due to a failure to receive any acknowledgements, this MDR is being resubmitted on (B)(4) 2010.

Event description:
During evaluation of the homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the following failure: therapy monitored volume failed performance specification. No allegations were made against any of the patient's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device failed the homechoice rite (return instrument test / evaluation) functional test for therapy monitored volume failed performance specification. The product analysis lab evaluated the device. The device failed the temperature verification test due to taking longer than 30 minutes. The assignable cause for the failed temperature verification test was undetermined. A service history review revealed no previous service events were related to the failure. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Upon further investigation by baxter, it was determined that this incident involved a rite encounter error prevent rite (B)(6) completion-failed funct specification / time out drain 1 not a returned instrument test/evaluation (rite) testing failure -therapy monitored volume failed performance specification as initially reported. The device was received operational and in good condition. The device failed the homechoice rite (return instrument test / evaluation) functional test for timing out during drain, but passed the rite electrical test. The pal evaluated the device. Accuracy confirmation was performed and the device passed. An internal inspection revealed no problems. The assignable cause for the rite test failure - timeout during drain was determined to be the pump. A service history review revealed no previous service events were related to the failure.